Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart rates in the 30-40s. It was noted that the right ventricular (rv) lead exhibited a warning for low impedance. The lead remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart rates in the 30-40s. It was noted that the right ventricular (rv) lead exhibited a warning for low impedance. The lead remains in use.  No further patient complications have been reported as a result of this event.